Event description:
Hallux valgus correction was undertaken in 2006, using a smartpin implant. After 6 months, the pt was operated on after complaining of discomfort around the surgical site. Smartpin implant appeared to have backed out of drilled hole by 1-2 mm. The smartpin was subsequently removed with no further incident.

Manufacturer narrative:
We have investigated the returned implant using stereomicroscopy. Nothing unusual, which could cause the movement of the pin, could be seen in the implant. This is the second case reported in another country where a smartpin implant has backed out; both from procedures undertaken by the same surgeon. Co has discussed the incidents with the surgeon, and has proposed a slight modification to his surgical technique in line with the product literature. Specifically, to recommend that the implant is moistened with sterile saline prior to insertion into the drill hole to decrease friction thereby aiding insertion and tight bone effacement.